Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The reporting facility reported a malfunction which occurred during a surgical procedure. Vessels were bursting while the device was used at a low setting only. No clean cut was possible resulting in the margin of worn to tear.